Event description:
Ceramic tip fractured and fell apart. Phone conversation with sales rep, he states that the tip broke off into the pt and all the pieces were retrieved and the case was concluded without consequence to the pt.